Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s were provided and no material was returned for investigation. Device was used for treatment, not diagnosis.rative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(6). Patient code (B)(4) used for: the patient was diagnosed with an infection. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that there was an implant removal see (B)(4). Jnj rep was speaking with surgeon - (B)(6) on (B)(6) 2017, she mentioned that a previous han nail she had inserted had become infected at 3 months. She was initially teated with antibiotics and surgical wash out. Settled for one week then started to discharge. This complaint is created for the infection, all implants have been discarded. This complaint involves three parts. There is no further information available for this case. This report is 2 of 3 for (B)(4).